Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of an 8.5 cm abdominal aortic aneurysm approximately 6 months ago. The aortic neck was approximately 25 mm in diameter at implant. Vessel morphology was not reported. It was reported that a 3 cm distal migration without a type I endoleak has been noted, due to disease progression and aortic neck dilatation, which is now at 27 mm in diameter but without angulation. The patient has also had persistent type ii endoleaks from the lumbar arteries. The physician elected to implant an aneurx cuff and talent cuff to resolve the migration, with successful results. The patient's lumbar arteries may be treated at a later date to intervene for the type ii endoleaks. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation codes, results: (graft migration), conclusion: (disease progression and aortic neck dilatation; persistent type ii endoleaks).